Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotalink burr catheter.the advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. As the rotawire was not returned for analysis, functional testing was performed using a test .009 rotawire. The test rotawire was attempted to be inserted into the burr tip and it would not pass the damaged coils inside of the burr. The test wire was then inserted into the proximal end of the rotablator device and it advanced all the way through the device stopping at the damaged burr. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the guidewire fractured. A 1.25mm rotalink burr and rotawire and wireclip torquer was selected together for the procedure. During preparation while the system was being tested, it was noted that the wire was broken into two. The remaining wire was pulled out from the patient. The procedure was completed with a different device. No patient complications were reported. However, it reported that the there was no additional intervention done to remove the detached wire. The wire was able to be pulled out from the remaining piece still outside the body. It did not break inside the body. The patient was fine post procedure.

Event description:
It was reported that the guidewire fractured. A 1.25mm rotalink burr and rotawire and wireclip torquer was selected together for the procedure. During preparation while the system was being tested, it was noted that the wire was broken into two. The remaining wire was pulled out from the patient. The procedure was completed with a different device. No patient complications were reported.